Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the patient has swelling in his left knee. Patient states that when his knee is swollen, he is unable to bend his knee. Patient is also experiencing pain in the knee. Patient states that pain and swelling started about (B)(6) 2011. Patient states that he had arthroscopic surgery on his knee. Patient is currently seeing dr (B)(6).

Manufacturer narrative:
An event regarding pain and swelling involving an unknown knee system was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient has swelling in his left knee. Patient states that when his knee is swollen he is unable to bend his knee. Patient is also experiencing pain in the knee. Patient states that pain and swelling started about (B)(6) 2011. Patient states that he had arthroscopic surgery on his knee. Patient is currently seeing dr. (B)(6).